Manufacturer narrative:
Requested patient information via phone (B)(6) 2020. No patient information available to date. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The exhalation valve was cleaned to resolve the reported issue.

Event description:
The hospital reported a system reset resulting in a loss of mechanical ventilation. There was no report of patient injury.